Event description:
It was reported the lead was explanted and replaced due to suspected malfunction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that prior to explant the lead showed fracture, high pacing threshold, and an increase in impedance. During the laser lead extraction, the patients blood pressure dropped and he went into respiratory distress. Oral intubation was ordered. Echo revealed acute pericardial effusion/cardiac tamponade. A pericardiocentisis was performed during which time the patient went into cardiac arrest. CPR was performed. After return of spontaneous circulation and relative stabilization, a sternotomy was performed at which time it was determined that the superior vena cava/right atrium was torn. The svc was repaired and the lead extraction was completed. Post procedure the patient was transferred to the cardiac surgical intensive care unit in critical but hemodynamically stable condition. One month later, the patient was doing well and recovering from the svc tear.